Event description:
Related to MFR report# 2183959-2012-00511. On or about (B)(6) 2009, the pt was implanted with an ams elevate posterior to treat her pelvic organ prolapse and urinary incontinence. It was reported that the pt "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also reported that the pt has "undergone medical treatment and will likely undergo corrective surgery and hospitalization," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.